Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 49 mg/dl. Low bg cause was not known. Customer consumed glucose tablets and carbohydrates to address bg. The customer also reported that they fell because of the low bg. Recommendation was made to consult with a healthcare provider to discuss diabetes management.